Event description:
A patient's wife has reported that her husband has had peritonitis this past year. The clinic was contacted for additional information on this incident. In speaking with the nurse, it was confirmed that the patient had peritonitis. The day of diagnosis was on (B)(6) 2010. It was also reported that the patient has fully recovered from this event. The patient was treated on an out patient basis. Additionally, the rn stated that the patient had never mentioned or reported any leaks or problems with use of this set. There is no sample.

Manufacturer narrative:
(B)(4).